Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for 'rigid stopper' with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube it was difficult/unable to pierce through the stopper. The following information was provided by the initial reporter and translated to english. The customer stated: that "due to the stopper being too rigid, sometimes it damages the adapter's needle." Additional information received 05-12-2021: customer states "there was no damage to the professionals, the patient needed a second puncture, for damage to the needle in the adapter."